Event description:
Add'l info on pt 3 of 8: following phaco surgery with no complications, pt had severe endophthalmitis one day post-op, 9/17/01. Hospitalized; treated with intravitreal antibiotics. Duration listed as two months. Outcome reported as healing. Surgeon noted their lab tests results were negative. Stated event(s) were unrelated to product.

Event description:
Reporter noted eight cases of post-op infections with two different surgeons. Customer was also using different systems. Two pts were considered to have serious infections; received surgical treatment. Six pts were considered to have light infections; treated topically. Customer is trying to determine source of infections; closed the or. Pt 3 of 8.